Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the universal surgical manipulator (usm) 3 and 4 moved non-intuitively. The customer reinstalled the sterile adapter (sa), but the issue was not resolved. The technical support engineer (tse) confirmed that there was no related error in the logs. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reviewed the system logs and found no related errors. Fse was unable to reproduce the reported problem. No trouble was found on the system. Fse proactively adjusted the surgeon side console (ssc) master tool manipulator (mtm) gripping position.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: universal surgical manipulator (usm) 3 and 4 remained usable during the procedure. Grasping was weak for the instrument on usm 3, the instrument did not move for the instrument on usm 4. There was no injury to the patient as result of the event.